Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the outer sheath with nosecone is missing. The stent appeared to have been partially deployed 1cm from the distal end of the middle sheath. There were multiple kinks along the middle sheath. Microscopic examination revealed a hole in the middle sheath 60cm from the retainer. There are tool marks on the handle. The pull rack and thumbwheel lock are no longer in the manufactured position. No other damages or irregularities were found in the remainder of the analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that partial deployment occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6 x 150 x 130 innova stent was selected for treatment and elevated force was applied in turning the thumbwheel for deployment via contralateral approach. The pull grip was not used. During the procedure, the stent could not be deployed after entering the patient and when trying to reach the lesion. The device was removed, and it was found that the outer sheath was kinked. A different device was used to complete the procedure. There were no patient complications reported. However, returned device analysis revealed that the stent was partially deployed.